Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced some moderate pain in their right shoulder following impella 5.5 implant via the right axillary access. With scant oozing at the site, the patient was taken to the operating room where a pocket washout was performed on a notable hematoma. Heparin was temporarily put on hold in response to the condition. After the washout, the hematoma was no longer putting pressure on the nerve and the pain subsided. Support continued with the implanted pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the nerve compression issue has been completed since the original report was submitted. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information. The cause of the nerve compression issue was not determined due to insufficient clinical information.